Event description:
The lens was loaded incorrectly in the delivery device and could not be used. No additional information was provided.

Manufacturer narrative:
This form was completed by the manufacturer.